Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is user-related, such as prying or using excessive force to leverage the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion's multifire broke as they were pulling the suture out. Noticed during a case with no patient affected.